Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, customer reused the cartridge and loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 120 - 350 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned